Event description:
A report was received that the patient was experiencing irregular heart beat and believed that this might be cause by prolonged use of the stimulation. No further information is available.

Manufacturer narrative:
Additional information was received that the physician believed that the patient's cardiac issue was due to her drinking and was not device related. The physician had the patient on an ECG monitor. During this reading, the patient turned the stimulation on. There seemed to be no issue with the device as a result of this. There will be no further course of action.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing irregular heart beat and believed that this might be cause by prolonged use of the stimulation. No further information is available.

Manufacturer narrative:
Additional information was received that the physician believed that the patient's cardiac issue was due to her drinking and was not device related. There will be no further course of action will be taken.

Event description:
A report was received that the patient was experiencing irregular heart beat and believed that this might be cause by prolonged use of the stimulation. No further information is available.